Event description:
Reporter noted scrub inadvertently flushed instead of aspirating to clean handpiece used in phaco procedure, and a lot of black debris was noted . Patient was put on prophylactic course of oral antibiotics. Outcome of the event reported as excellent.